Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a skin irritation on her back under the therapy electrodes. The irritation was itchy, burning, and bleeding. The patient's physician prescribed the patient a cream to use. Follow-up indicated that after using the cream, the irritation improved.